Event description:
It was reported that a polaris 5.5 translation screw broke from the screw housing post-operatively. This was discovered during a follow up with the patient due to her reporting pain. Removal and replacement of the construct was performed.

Manufacturer narrative:
Corrections in b5 and d4: lot & UDI numbers. Additional information in d6b and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a polaris 5.5 translation screw broke from the screw housing post-operatively. This was discovered during a follow up with the patient due to her reporting pain. Removal and replacement of the construct is scheduled for early (B)(6) 2025.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a polaris 5.5 translation screw broke from the screw housing post-operatively. This was discovered during a follow up with the patient due to her reporting pain. Removal and replacement of the construct was performed.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw shank has fractured. Additionally, the provided x-rays show that the screw has fractured at the lower housing. Root cause: this event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.